Event description:
Customer alleges discrepant results with meter compared to the lab. Hospital's inr (patient was given vitamin k after reading). (Ran twice at approximately 6:30am). (Approximately 10:40am). Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.